Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted including the objective lens glue was worn out and the bending section rubber glue was peeling, cracked and discolored. However, these defects are not considered sever enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The scope was precleaned bedside in the examination room. The cleaning brush for the instrument channel was disposable and disposed of after a single use. Precleaning takes place under five (5) minutes after the procedure. The scope is precleaned with eco ez cleanse and five hundred milliliters of water. The scope is manually cleaned with a brush and neodisher endomed with a concentration of 101 for ten (10) minutes. The instrument channel/suction channel was brushed until no debris was observed in the bristles of the brush. The instrument channel opening was cleaned with the olympus single use soft brush maj-1888 until no debris was observed in the bristles of the brush. Flushing of the forceps elevator was performed with neodisher endomed. The forceps elevator vicinity was brushed until no debris was observed in the bristles of the brush. All channels were flushed with detergent. The biopsy valve, air/water valve, and suction valve were not brushed /disinfected/sterilized. The water bottle was not reprocessed. Steelco ew-2 ¿ 3s was used as the automatic endoscope reprocessor (aer) along with neodisher sc detergent and neodisher septo pac disinfectant. The endoscope and aer were compatible. Manual disinfection was not performed. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant. The disinfectant was used within the expiration date. The aer¿s disinfection process program of five (5) minutes was used according to the aer manufacturer¿s recommendation. The air/water channel, suction channel, and auxiliary channel were not flushed with alcohol. All removal parts (valves, water resistant cap) were detached from the endoscope. The endoscope was dried before prior to storage. The endoscope was stored in the drying cabinet, hung vertically with the distal end not touching the cabinet floor. The device has not been returned to olympus to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope tested positive for bacterial contamination after the device underwent reprocessing. The customer indicated the air/water channel, instrument channel, and the suction channel were contaminated. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.